Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that, the morning after applying the pod, the site was sore and hurting. When the pod was removed, puss started to spill out and the patient was taken to the hospital. His blood glucose was also running a little high, but no specific levels were provided. The patient was diagnosed with an infection, the mother was unsure of the specific diagnosis and no longer had the discharge papers. He was prescribed (B)(6) (150mg) to take three tablets by mouth every 8 hours for the course of 10 days. The mother no longer had to the pod which had been worn on the hip/buttocks for between 4 and 24 hours.